Event description:
It was reported to kendall in 2001 that in 2001 monojet lancet was used for pt, the nurse picked it up to take lancet from pt's bedside to sharps container on med cart outside room, and was stuck with it in the palm of their hand. Health center sent report to FDA, dated 03/07/01. Sample rec'd 04/05/01, sent to MFR 04/05/01.